Manufacturer narrative:
Additional information was provided in h.11. Based on our observation of the attached photos, the yellow single-piece lens within the cartridge appeared misfolded and improperly positioned, suggesting a plunger underride and possible misalignment. The haptics were oriented side to side rather than front to back, deviating from the expected configuration indicated on the cartridge diagram. A final root cause cannot be determined based on available information and without the evaluation of the physical sample. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. The lens was returned in a company cartridge. A small amount of viscoelastic was observed. The lens was misloaded sideways (haptic side to side instead of front to back). The haptics should be front to back as depicted on the diagram etched at the loading area. The lens was also misfolded up against the roof of the cartridge. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. The lens removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. Two photos were provided. The first photo showed the cartridge being held by an ungloved hand. The view was from the top. There appeared to be viscoelastic in the cartridge. Unable to determine if an adequate amount was used. The yellow single-piece lens was visible just past the loading area. The lens was misfolded, pressed up against the roof of the cartridge. The haptics were not fully visible in this view. The photo was not clear enough to determine placement into a handpiece. The lens position would indicate a plunger underride occurred. The second photo showed the same cartridge being held by an ungloved hand. The view was from the bottom. The yellow single-piece lens was visible just past the loading area. The lens was misfolded, pressed up against the roof of the cartridge. The lens also appeared to be rotated or inserted sideways based on the haptic positions. The haptics should be front to back as depicted on the diagram etched at the loading area. The haptics were observed to be side to side. The root cause appears to be related to a failure to follow the instructions for use (IFU). The lens was loaded incorrectly. The lens was oriented with haptics side to side. The haptics should be oriented front to back as depicted per the diagram at the loading area. The lens was also misfolded pressed up against the roof of the cartridge. This position would indicate a plunger underride occurred. In addition, only a marginal amount of viscoelastic was observed. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical devices (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. Two photos were provided. The first photo showed the cartridge being held by an ungloved hand. The view was from the top. There appeared to be viscoelastic in the cartridge. Unable to determine if an adequate amount was used. The yellow single-piece lens was visible just past the loading area. The lens was misfolded, pressed up against the roof of the cartridge. The haptics were not fully visible in this view. The photo was not clear enough to determine placement into a handpiece. The lens position would indicate a plunger underride occurred. The second photo showed the same cartridge being held by an ungloved hand. The view was from the bottom. The yellow single-piece lens was visible just past the loading area. The lens was misfolded, pressed up against the roof of the cartridge. The lens also appeared to be rotated or inserted sideways based on the haptic positions. The haptics should be front to back as depicted on the diagram etched at the loading area. The haptics were observed to be side to side. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implant procedure, lens stuck in cartridge.